Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pieces of plastic that were falling out from the pump when customer changed out her reservoir and numbers on the screen were disappearing. The customer stated that the insulin pump inside part of the battery area where the cap screws onto is stripped so the battery cap did not stop to tighten, it just goes completely around. No harm requiring medical intervention was reported. The device will not be returned for analysis